Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose reached 457 mg/dl after correcting their blood glucose with a bolus delivery. The customer also stated their endocrinologist has adjusted their settings, causing their high blood glucose. It was also found the customer had a no delivery alarm during a bolus the day before. The alarm was resolved by changing out their infusion set. Customer also stated there was an open circle by their reservoir. The customer's open circle on their insulin pump was resolved by changing their settings to standard instead of pattern. Customer also stated they have switched back to their old insulin pump. Customer's blood glucose was 392 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.